Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. The insulin pump was monitored for several days and no blank display was noted. It had normal operating currents. No damage was found on the lcd isolation tape. No unexpected off no power, failed battery test or battery out limit alarms noted. The device was also received with cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump shut itself off twice and had several alarms. The blood glucose at the time of the incident was unknown. It was stated that the alarm history showed failed battery test, motor error, battery out limit, and motor position encoder error alarms. The customer was unable to rewind the insulin pump. The father stated that the customer had reverted to a back-up insulin pump. The device was returned for analysis.